Manufacturer narrative:
The manufacturer previously reported a ventilator allegedly having a ventilator inoperative condition. The device was returned to the manufacturer's service center for evaluation. During the evaluation of the device, the customer's complaint was confirmed. The blower motor and system board were replaced to address the issue. During the evaluation of the device, the device failed test steps. The device's flow sensor assembly and oxygen blending module board were replaced to addressed the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor, system board, flow sensor and oxygen blending module board. The blower motor, system board, flow sensor and oxygen blending module board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to contamination and the hall sensors being out of tolerance. During the investigation the root cause of the oxygen blending module board failing was due to sensor (u29) being out of tolerance. The system board and flow sensor were evaluated by the manufacturer' s quality assurance laboratory and were found to operate to design specifications.

Event description:
The manufacturer received information alleging a ventilator had a ventilator inoperative condition. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.